Event description:
The facility reports the clip apparently became detached from lift during transfer from easy chair to bed. Staff say that clip on new style z clip sling were all attached correctly and that they heard all 4 clips snap into place. Between chair and bed while moving lift, the left leg clip came off the hanger bar attachment point and staff lowered lift to floor while holding resident. Resident is described as "demonstrative" in her reactions i.e. She communicates enthusiastically both verbally and physically. Staff have no explanation of how clip became detached. The pt received minor injuries to her foot but was taken to hosp for x-rays, no fractures reported. She will be going back for second x-ray as of dec 17 as new info would indicate an old fracture was present, but they were not sure. (B)(4). (B)(6).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.